Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the pacemaker exhibited backup vvi operation. A device software was performed successfully. The patient denies encountering any MRI. The patient was stable and would continue to be monitored remotely.